Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, including pressing button in different ways and plugging pump into working power source, while pump showed red light and periodic vibration. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, instructed customer to put nonworking pump into storage mode and return it with prepaid label, and advised customer to manually enter pump settings and reconnect continuous glucose monitor on replacement pump.